Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 20s mg/dl. Due to the bg level customer experienced a seizure. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended. Reportedly, the customer requested and approved a large user bolus shortly after an automatic bolus was delivered by the control iq software these actions were followed by the low bg event. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue and treatment provided; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses."­­ h3 other text : device not returned.